Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that the patient met with a physician and indicated that they had increased back pain. Contributing factors were unknown. The rep stated that they met with the patient back in (B)(6) for reprogramming to give them more back coverage, but they were never notified of the patient¿s increased back pain. The rep stated that the patient¿s implantable neurostimulator (ins) was explanted on (B)(6) 2018. They noted that the leads were left implanted and were hooked up to a different manufacture¿s battery. The issue was resolved at the time of the report. No further complications were reported or anticipated.